Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) remotely connected and worked with the user to eject the bad pocket through the ¿recover storage space¿ option. Finally, the bad pocket was removed successfully, and there was no need to go on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer contained an unsecured cubie that required recovery, and the main drawer failed. Additionally, the smart remote manager device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.